Event description:
It was reported that the system would not power up (no boot). There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.